Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# me2020 and lot# 24109116 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim IV y-site tubing broke. It had IV fluids infusing. I also had chemo infusing in at some point (I'm unsure of timeline. Product is in bag, for safety, if picked up. Xxxxx - please send return label to this address.